Event description:
Related manufacturer reference number: 2017865-2022-05793, 2017865-2022-05799, 2017865-2022-05807. It was reported a patient deceased due to cardiopulmonary arrest. It was unknown if the death was related to the patient's implantable cardioverter defibrillator system.

Manufacturer narrative:
Correction - b2 - date of death should have been (B)(6) 2021 rather than (B)(6) 1921.

Manufacturer narrative:
The reported event was patient deceased. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could did not find any indication of conductor fractures or internal shorts. Visual and -ray inspection of the lead did not find any anomalies with the exception of procedural damage.